Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that transray (iab) when attempting to insert catheter as an adjunct, the catheter would not advance even when guided along the guidewire. There was no harm or injury reported.